Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump during the fill tubing process. Customer's blood glucose was 244 mg/dl. The customer also reported the tubing connector cap was not clicking properly into the reservoir. The customer declined to troubleshoot any further. The reservoir will not be returned for analysis.